Event description:
On (B)(6) 2015, a mitroflow valve 12a19 was implanted in a patient in aortic position. In 2022 (exact date unknown), the patient visited the hospital because of fever. It was found that there was a perivalvular leakage between the right coronary cusp and non-coronary cusp. On (B)(6) 2022, the device was removed and avalus valve 17mm was implanted. Based on the medical judgment received, it was suggested that svd was caused by infectious endocarditis. The surgeon does not believe that the device may have contributed to the endocarditis. There is no information that the patient received a pacemaker or underwent dental surgery. However, the patient underwent emergency dialysis due to hyperkalemia (it was unknown if there were any symptoms) in (B)(6) 2021. Antibiotics were administered before the explant. The isolated pathogen from the blood culture was staphylococcus lugdunensis. The patient had a high fever before the explant. Partial dehiscence of the valve was observed per echo test.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model #12a19, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a19 mitroflow aortic pericardial heart valve at the time of manufacture and release. The device was returned to the manufacturer. After decontamination, the visual inspection confirmed the deformation. The calcification of the leaflets, detected by visual analysis, x-ray and the pannus tissue contributed to the tearing of the package leaflets. Then, the stent was removed from the pericardium and dacron and was inspected. There was no break in the stent despite a large deformation. The dimensional and geometrical analysis performed, confirmed a deformation in terms of: ¿ circularity: more than 0.7 mm of difference between the maximum and minimum diameter; ¿ deflection of the posts respect the principal symmetrical axis: more than 8° in both post I and 4° in opposite direction on the post iii. Based on the inspections performed, it was possible to confirm the absence of pre-existing manufacturing defects or structural breakage. Furthermore, from the document review performed, no manufacturing deficiencies were identified. Based on the performed analysis, the cause of the stent deformations could be potentially associated to a mishandling at the implant. A squeeze of the post I and iii, in radial direction and to the center of the valve. Although it is not possible to completely exclude that it may be further caused by the explant procedure, it must be more reasonably associated with an involuntary manipulation that occurred during the time of the implant procedure and resulted in a permanent deformation compromising the correct kinematic behavior of the prosthesis. It should be noted that structural valve deterioration and endocarditis are listed as potential adverse events in the mitroflow IFU. The event is, therefore, a known inherent risk of the device.